Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate pump. Smartablate generator. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for supraventricular tachycardia (svt) with thermocool smarttouch bi-directional sf catheter and suffered a ventricular fibrillation cardiac arrest requiring extracorporeal cardiopulmonary resuscitation (ecpr) via extracorporeal membrane oxygenation (ECMO). During the procedure, the patient became hypotensive, unresponsive, and went into ventricular fibrillation. Patient was intubated. Computed tomography (CT) was in progress at the time of complaint report. ECMO was initiated. Patient was reported to be in unstable condition. Patient required extended hospitalization as a result of the adverse event. Adverse event was considered to be life-threatening. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.